Event description:
On sunday, on (B)(6) 2014, the pt measured his preprandial blood glucose to be higher than 1 g/l and adjusted his dose of novorapid. The pt began to tremble during the meal and his blood-glucose measured 0.4 g/l. Additional checks were not performed because the meter showed error 4. The firefighters also could not get a reading with their meter. After the pt took sugar, he became hyperglycemic with a blood glucose of 3 g/l.

Manufacturer narrative:
The device has been returned to the MFR. The meter was tested with in house control solution and test strips six times. No test strip lot info was provided. All results were within range. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited info provided.